Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from multiple patient samples processed on the vitros eciq immunodiagnostic system. An ocd field engineer made repairs to the signal reagent subsystem and adjusted the reagent and sample metering, well wash, and incubator subsystems. Following these activities, acceptable vitros trop I es performance was observed. It is unknown if the samples in question were processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause could not be determined. However, the event is most likely instrument related. Pre-analytical sample processing cannot be ruled out as an additional contributing factor.

Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results (0.267, 0.283, 0.351, 0.705, and 0.178 ng/ml) from multiple patient samples processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected results were initially reported out of the laboratory. However, the results were questioned by a physician and corrected reports (all values < 0.012 ng/ml) were issued upon repeat analysis. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc complaint number (B)(4).